Event description:
It was reported that the ventrix monitor did not function. The customer tried to use 3 different probes but the monitor still did not function. The monitor was being used for an emergency procedure in the neurosurgical svc. The surgery was estimated to be delayed for two hours since the user facility had to use another product from another hosp. The surgery was completed using a codman device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.